Event description:
It was reported intra-operative impedances showed a short circuit between 3 and 2. It was further reported the impedances were re-checked after the replacement and it still showed a low or short circuit between contact 2 and 3. It was stated the patient had been and still used contact 3 and 2 with 5.2v for therapy control. It was noted the patient received therapy after the generator change despite the short circuit.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# va02kce, implanted: (B)(6) 2013, product type lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3389s-40, lot# va01er8, implanted: (B)(6) 2012, product type lead; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37603, serial# (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37092, lot# 359340001, implanted: (B)(6) 2013, product type accessory; product ID 37642, serial# (B)(4), product type programmer, patient. (B)(4).